Event description:
Customer reported monitor went black. No injury to pt.

Manufacturer narrative:
Service rep reported checked and verified symptom. Reloaded version 29 software, reloaded calibration files. Checked and verified sys fully operational as designed by doing a full operation check.